Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient developed complete heart block and recovered; however, intermittent heart block was observed following the procedure. A permanent pacemaker was implanted the following day with no subsequent adverse patient effects.

Manufacturer narrative:
Conduction disturbances, such as complete heart block, are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.